Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
Doctor reported that an unknown biomet zirconia abutment fractured in patient's mouth. The abutment has been replaced with another abutment.